Event description:
7cm piece of epidural tubing broke off during epidural placement and removal due to difficult placement. When they removed the catheter they felt resistance and realized a portion of the catheter was gone.